Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. The pod was received in pod state 15 with 0 pulses delivered. No drive resistance was observed. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 250 mg/dl. The patient was transferred to then intensive care unit (ICU). The patient was nauseous and vomiting. For treatment, the patient was given magnesium, potassium, sodium, liquid packet lactate ringers solution and intravenous (IV) insulin. The patient was still at the hospital at the time of the report. It was reported that the patient found the needle had not deployed as intended. The cannula was not visible, indicating a needle mechanism failure. Additionally, the patient was using u-500 insulin, which is off-label use.